Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 300 mcg/day via an implanted pump. The indication for use was intractable spasticity and stroke. The patient was getting good therapeutic relief. On (B)(6) 2015, the healthcare provider decided to change the concentration to 2000 mcg/ml and they increased the dose to 300 mcg/day. Immediately after the changes the patient saw an increase in his spasticity. The change in therapy/symptoms was sudden. The healthcare provider was now questioning whether the volume reduction caused the issues and had ordered the concentration to be changed back to 500 mcg/ml. The patient's "old" drug was intrathecal baclofen 500 mcg/ml (dose 271 mcg/day). The healthcare provider was calling to understand what the volume had to do with the symptoms. It was confirmed the return of spasticity was immediately following the update of the pump. The bridge was programmed and the duration was over 17 hours so the patient was not even getting the new volume at the time of symptom return. It was also confirmed the patient was having the opposite reaction than expected from the dose increase. The reporter was questioning if something else was occurring. The healthcare provider had not seen the patient since the refill appointment when the adjustments were made so she did not know if the patient's condition improved since that time. The healthcare provider would change the concentration, but if the patient's spasticity did not change she would do a dye study to assess the catheter. The reporter wanted to know if she should use a lower dose since they had increased it once he went to 2000 mcg/ml. It was explained she could if she wanted to and could keep the same dose during the bridge and enter the new dose under simple continuous so that it would take affect once the 500 mcg/ml drug got to the patient. The patient's "new" drug status included intrathecal baclofen 500 mcg/ml at 300 mcg/day. It was further reported the patient experienced an increase in spasms and the patient was refilled on (B)(6) 2015 and the symptoms started on (B)(6) 2015; however this was different than what was previously reported. Other medications the patient was taking at the time of the report, pertinent medical history, diagnostics related to the increased spasticity and interventions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent. Additional information received from a consumer indicated the patient had been doing well until (B)(6) 2015 when the drug concentration was changed from 500mcg/ml to 2000mcg/ml. Following the change in concentration, the patient was very tight and could not be untwisted. The concentration was changed back to 500mcg/ml; however, he was still not getting relief. The dose had been titrated from 75mcg/day to 300mcg/day. Additional information was received from a healthcare professional. The patient was not on any other scheduled spasticity medications. Past medical history included right thalamic and left cerebellar infarct with spastic quadriparesis/cognitive and functional deficit. There were no known drug allergies. The pump was interrogated due to the increased spasticity. The drug concentration was changed from 2000mcg back to 500mcg with significant improvement in tone. Additional information was received from a consumer via a company representative (rep) indicated an increase in spasticity began the weekend of (B)(6) 2015. A catheter dye study was attempted on (B)(6) 2016, but the interventional radiologist was unable to aspirate the catheter. It appeared the catheter had pulled out of the intrathecal space, but could not be 100% confirmed. No further interventions were performed. The patient was to follow up with his managing physician later today at three to have his pump refilled wither with preservative free saline or baclofen depending on how he wanted to proceed. The issue was not resolved at the time of this report. The patient was currently receiving intrathecal lioresal 500 mcg/ml (dose 400 mcg/day) via the implanted pump. The patient's status at the time of the report was "alive- no injury". Surgical intervention had not occurred and it was unknown if surgical intervention was planned. The patient underwent some physical therapy a few weeks after implant and his wife speculated there was a possibility that if the catheter pulled out from the intrathecal space it may have been during the course of therapy.